Event description:
The procedure was tae of an unknown subclavian vessel that was not calcified and mildly tortuous. Dcs syringe 2 (635-002/96331199) and orbit galaxy complex fill (640cf0925/16058528) were both used for the above procedure. Galaxy was used in this case for the first time at this hospital. During the procedure, the first coil was inserted in an unspecified prograde (type unknown). Confirming that the gauge of the syringe was indicating the green zone, the physician attempted to detach the coil. However, the coil was not detached. After the syringe was once de-pressurized to the neutral zone and then re-pressurized to the red zone, the second attempt was made, and yet the coil was still not detached. This process was repeated, and then the syringe was then replaced with the new one (lot unknown), but without success. The detachment of the coil was eventually successful after the coil was replaced with the new one (lot unknown). Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The physician was unable to verify whether the first galaxy used was defective, or both products were defective. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. No additional information is currently available. It is unknown if the syringe was filled with saline from a dedicated source of saline. It is unknown if prior to attempt to detach, it was verified under fluoro that there was no stress against the microcatheter or delivery tube. It is unknown if the coil delivery system was prepped without any difficulty. It is unknown if there was resistance/friction during deployment of the coil system through the microcatheter.

Manufacturer narrative:
The procedure was tae of an unknown subclavian vessel that was not calcified and mildly tortuous. Dcs syringe 2 (635-002/96331199) and orbit galaxy complex fill (640cf0925/16058528) were both used for the above procedure. Galaxy was used in this case for the first time at this hospital. During the procedure, the first coil was inserted in an unspecified prograde (type unknown). Confirming that the gauge of the syringe was indicating the green zone, the physician attempted to detach the coil. However, the coil was not detached. After the syringe was once de-pressurized to the neutral zone and then re-pressurized to the red zone, the second attempt was made, and yet the coil was still not detached. This process was repeated, and then the syringe was then replaced with the new one (lot unknown), but without success. The detachment of the coil was eventually successful after the coil was replaced with the new one (lot unknown). Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The physician was unable to verify whether the first galaxy used was defective, or both products were defective. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. No additional information is currently available. It is unknown if the syringe was filled with saline from a dedicated source of saline. It is unknown if prior to attempt to detach, it was verified under fluoro that there was no stress against the microcatheter or delivery tube. It is unknown if the coil delivery system was prepped without any difficulty. It is unknown if there was resistance/friction during deployment of the coil system through the microcatheter. A non-sterile orbit galaxy tight distal loop complex fill coil 9 x was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received un-zipped without any damage and residues of dry blood were found inside it. The support coil was received outside of introducer and without any damage. The gripper was received inside of introducer and it was inspected through of the introducer no damages were noted on it. The embolic coil was received inside introducer and it was found stretched. The gripper and embolic coil were inspected under microscope; the gripper was inspected through introducer no damages were noted on it while the embolic coil was found stretched. No obstructions or damage was noted on the purge hole of the gripper. The functional test was performed. The introducer was flushed with water for removed the embolic coil due to residues of dry blood found inside of it. Using a lab sample syringe 635-002, the orbit galaxy was tried to purging on the blue zone; the pressure gauge was increased to the green zone and the coil was detached. The failure reported by the customer as ¿coil- failure to detach¿ was not confirmed during the functional test. The damage found on the device could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process; additionally inspections are in place that prevents these kinds of damages leaving from the facility. Therefore no corrective actions will be taken at this time. For the syringe, it is concluded that end user abuse, possibly soaking the device in a disinfectant in an attempt to sanitize the device for reuse, resulted in the contamination and disintegration of the returned inflation device. The cause of the event experienced by the customer as well as foreign material observed could not be conclusively determined. However, procedural / handling factors might have contributed to those issues. The device did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
No issues were noted that were considered potentially related to the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: prograde (type unknown), new syringe (details unknown), new coil (details unknown), trufill dcs syringe ii (635002/96331199).